Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the device did not register locked cassette and therefore could start. No similar complaints have been raised in the last 12 months. Functional test on dso and uso sensors. Caused for device is faulty dso and uso sensor. After the uso, dso and mainboard were replaced with the pump passed functional and accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device kept stating , "cassette not attach properly. Reattach cassette". There was no patient involvement. Evaluation of the returned device identifies the faulty downstream occlusion (dso) and upstream occlusion (uso) sensor. This leads to interruption of therapy while in use.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. Functional testing was performed. A faulty downstream occlusion (dso) and upstream occlusion (uso) sensor was noted. The service history review had no indication that the complaint was related to a service of the device within the review period.